Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was verified and attributed to an incorrectly seated multi-function cable connector. The multi-function cable connector was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's multi-function cable port was found to be damaged. A cable was unable to be inserted into the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.